Event description:
The user facility ordered two products for a procedure. When the first package was opened the surgeon claimed that the product was defective, because he thought the side did not look right. The product was not implanted on patient, just opened and observed in the or. A second nl850-1211 was immediately available, which was implanted with no problem.